Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: synergy ous mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the 12th most proximal stet strut row; a strut was lifted. The undamaged crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement . The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified tip damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis made on (B)(6) 2018. It was reported that crossing difficulties were encountered.  The patient presented with a pacemaker on the proximal right coronary artery (rca). The 90% stenosed target lesion was located in the moderately tortuous and severely calcified rca. A 3.00x28 synergy stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported and patient's status was good. However, returned device analysis revealed stent damage.